Event description:
On april 20, 2016, nakanishi received an e-mail from a dentist saying that an nsk dental handpiece, z95l (serial no. (B)(4)) had overheated and burned a patient during a dental procedure. On april 21, 2016, nakanishi made a phone call to the dentist for detailed information. The information nakanishi obtained is as follows. - the event occurred on (B)(6) 2016. - the dentist was removing caries from a tooth of the patient's upper left jaw using the z95l. - during the procedure, the dentist found a 1-centimeter burn injury in the patient's mouth. - the patient was anesthetized. - the dentist sensed a slight decrease in cutting efficiency during the procedure, but there was no abnormal noise and no bur runout. - the dentist disinfected the wound right after the event. - since the event occurred, the patient visited the dental office 8 times, and every time the patient visited the office, the dentist disinfected the wound.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device that included measuring the temperature of the operating device these activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at the following test points side of the head, headcap, neck, and clutch. The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic situation. B.3) nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed abnormal temperature rises at test points and 8 seconds after the start. Temperature measurements 11 seconds after the start are as follows: - test point: 61.5 degrees c, - test point: 75.9 degrees c, - test point: 34.8 degrees c, - test point: 28.5 degrees c. Nakanishi confirmed the temperature at the head of the handpiece rose suddenly after the beginning of the measurement. In fact, the rise was so sudden that the temperature testing was conducted only 11 seconds into the planned 5 minute evaluation. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: a) nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed that the bearing retainer had broken. B) nakanishi took photographs of all of the disassembled parts and kept them in a file. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the broken bearing retainer. Nakanishi considers the possibility from many years of experience that the cause of the bearing retainer being broken was the ingress of dirt (abrasive powders/foreign materials) into the bearing. A lack of maintenance causes the accumulation of dirt (abrasive powders/foreign materials) in the inside parts, which causes dirt/debris ingress into the bearing during rotation leading to the broken bearing. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the maintenance instructions. Nakanishi replaced the damaged inside parts with the new parts and returned the fixed device to the dentist. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintaining the handpiece to prevent overheating as instructed in the operation manual.